Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose values recorded were 300 mg/dl, 398 mg/dl and 425 mg/dl. The current blood glucose was 279 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer treated high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.